Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system station was failed to communicate. A field service checked the station status and found disconnected mode active and then rebooted and reseated network cable on both ends. Rebooted again and confirmed customer login and synchronization verification. Station was connected and operating as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system, station was failed to communicate and offline in remote smart service (rss). Customer tried to reboot but issue doesn't resolve. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.